Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient got event of hypoglycaemia on (B)(6) 2025. The blood glucose level was 40 mg/dl at 3 am. The patient also experienced symptoms such as tremor, sweating and weakness. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.